Event description:
Anesthesia machine alarming "reverse flow." This machine has done this on cases that involve increased pressure of air in the abdomen during laparoscopic procedures. Pts are then bagged manually. No harm to pt.